Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. The motor device was evaluated and it was found that an unknown liquid leaking from device and a pretest was unable to be completed. An assessment was performed which found that the device had an unknown liquid leaking from it and has a damaged cord. Therefore, the reported condition was confirmed. It was determined that the hole in cord is due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord, or exerting extreme force on the cord during cleaning or use. It was further determined that the unknown liquid leaking from device was due to immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the motor device was broken. During in-house engineering evaluation it was found that an unknown liquid was leaking from device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.